Event description:
Event as described by the user: "a site visit was made to this account on wednesday, (B)(6) 2015 to address multiple concerns. Many of the complaints are generalized or I do not have any specific data relative to the actual event because it happened within the past 2 weeks. These were collective comments and observations made with 6 anesthesia providers. The main concern is for accuracy of the pumps - their bags are running dry before the vtbi is completed. Complaint that bag empties before vtbi was complete; ten minute nearing the end of infusion alarm is not triggering. Occurred on a pt. No further details known."

Manufacturer narrative:
(B)(4).